Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that following the implant procedure, the ventricular lead exhibited a loss of capture and loss of sensing. The lead remained implanted.